Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse cleaned the expiratory filter and the water trap to resolve the issue. No components were replaced. The unit then passed all testing

Event description:
It was reported that a ventilator was found to be inoperative. There was no patient involvement.